Event description:
Was reported that the patient had a stroke the day prior to this report ((B)(6) 2015) and was hospitalized. The patient needed an MRI (magnetic resonance imaging). The drug being infused by the pump was unknown. No outcome was reported for this event. Follow up was being conducted to obtain additional information but had not yet been received at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).